Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a wound infection. The patient is scheduled to be treated with intravenous antibiotics. There were no additional adverse patient effects reported. The s-ICD remains in service.